Manufacturer narrative:
The hill-rom technician found two brake casters not holding due to normal wear and tear. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012-2015. It is unknown if the facility performed any other preventive maintenance on this bed. The technician adjusted the brake pads to resolve the issue. Based on the information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom stating the brakes were not holding. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).